Event description:
The consumer stated that the string fell off when she attempted to remove her tampon. She was unable to remove and had to visit the ER for removal by a physician. Upon removal by a physician, the tampon separated. The physician was able to remove the remaining pieces.

Manufacturer narrative:
A manufacturing document and records review was performed of the complaint lot #ac312326x0457. Documentation and records assessed include: device history, manufacturing, qa audit, micro, operator entry, and production line logs, raw material and finished product release testing records. This review observed a knife change was performed same hour as the complaint lot. An unclean knife cut can cause the fibers to be loose an possibly affect the compression of the tampon. No other anomalies were observed that could have contributed or caused the reported event. Information from this incident will be included in our product complaint and MDR trend analysis.